Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that the patient had a CT approximately 2 years and 4 months post the index procedure that showed a type ia endoleak. It was noted that there was no stent graft migration. The patient was treated on the date of CT with the implantation of an aortic cuff proximal to the mainbody stent graft and the deployment of heli-fx endoanchors. On final angiogram, it was noted by the physician that the type ia endoleak was resolved. As per the physician, the cause of the event was anatomy related due to neck dilatation. No additional clinical sequelae were reported and the patient is fine.